Event description:
It was reported through stryker facebook page: "had cortisone. Helped me to walk and I sit ok but sleeping in bed is not working . I have tried everything".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.